Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050701 captures the reportable event of wire failure to release bow. Block h11: (investigation results) the device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. Device history records review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of wire failure to release bow (unbow) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that an dreamtome rx 44 was attempted to be used during a procedure performed on an unknown date. During the preparation, was reported that multiple tomes from this batch have come out the packaging without the ability to fully unbow. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire will not release the bow after being bowed. There were no reported patient complications as a result of this event.